Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The suspect device was returned for evaluation. Visual and functional testing were performed. Visual inspection found there was no physical damage or defect noted. Functional testing found that the complaint was confirmed. The root cause of the reported issue was found to be the malfunctioning ear probes. Monitor to return back to germany service center along with accessories except the ear probes. Non conformance report (ncr) request submitted for further investigation into the failure and needed actions for proper disposition of the ear sensors. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the suspect device was providing incorrect reading. No patient injury was reported.